Event description:
At the start of a case, the nurse started the drill to test it and the coupling knob for the precision saw blade snapped off the handpiece. Nothing fell into the surgical site. The case was completed with another device. There was no change in the procedure due to this event. There was no delay in procedure due to the incident or adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer issue was confirmed. The device is still under evaluation.